Manufacturer narrative:
Summary of eval: the results of the dimensional inspection and functional check would suggest that the event is not device related.

Event description:
The insert would not fit into the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.